Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" (less than 20 mg/dl), 270 mg/dl and 180 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips have not been returned. Extended investigation has been performed. The DHR for the freestyle were reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" (less than 20 mg/dl), 270 mg/dl and 180 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection was performed on the reported meter and no issues were observed. The meter powered on with button depression and with strip insertion. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. One of the reported readings was found in the meter's memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" (less than 20 mg/dl), 270 mg/dl and 180 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.